Manufacturer narrative:
The customer has not released the ventilator to the manufacturer for evaluation and testing.

Event description:
The customer reported the patient was found in the room extubated with the oximeter alarm sounding, but the ventilator was allegedly not alarming. The patient was unresponsive with the displayed oximeter level at 69%. CPR was initiated. The patient's pulse returned quickly and she was responsive to verbal stimuli. The pt was transferred to another facility where she has reportedly recovered and is expected to have no adverse effects from this event. Nursing reported the customer was using a passy muir valve inline which was found disconnected with allegedly no ventilator alarming. Nursing reported possible incorrect ventilator settings. The hospital has not yet allowed a manufacturer field service technician to evaluate or perform testing of the ventilator.